Event description:
It was reported to philips that system would not boot up, stuck at 00:00 the device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00 intermittently until the front panel power button on the flexvision pc was manually activated. Upon troubleshooting actions, fse identified that the hard disk drive bay failed to power on automatically without pressing the button. The defective flexvision pc was returned for analysis, and it was concluded that the cmos battery in the flexvision pc was defective. The fse replaced the flexvision pc and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.